Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was indicated that the connector to the display required cleaning and reseating. It was also indicated that the programmer failed to update software. It was also indicated that the keyboard hinges were broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer failed to update software. It was also reported that the programmer stylus did not align with the display cursor. The programmer was returned for service. No patient complications have been reported as a result of this event.